Event description:
Consumer reports toothbrush head breakage during use. This is reported as a malfunction with the potential to cause serious injury. No injury occurred.

Manufacturer narrative:
The product used was either spinbrush proclean powered toothbrush soft 66878 00078 or spinbrush proclean. Powered toothbrush medium 66878 00079. Lot codes: head dd2280g1, handle dd2285f1 manufacture dates: head 10/06/2012, handle 10/11/2012.